Event description:
A customer reported encountering cgm error 42, indicating an issue with their glucose monitoring device. There was no adverse impact to the customer's blood glucose level reported. The customer was guided by technical support to reset the pump, which resolved the issue, allowing them to successfully start their sensor session.